Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported that  the implant procedure was  like a  "torture chamber with electrical shocks;" and that  that since implant the device has not helped with symptom control. Caller states that they had the device adjusted, but it has never worked. Caller states that they have now had the device off for almost 2 months and would like the device removed no further complications were reported/anticipated at this time.